Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the I-beam got stuck and stopped moving with the two reloads, the surgeon could not squeeze the handle anymore. The surgeon replaced a new one to resolve the issue. There was no damage to the patient at all.